Event description:
It was reported that the patient was admitted to the hospital, due to vt-storming. A magnet was applied to inhibit the ICD therapy and the device showed eos the next morning on the programmer. The eos status was removed, and the battery voltage and device functionality were found to be normal. This device remains implanted. The date of implant is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device as well as the inspection of the ram dump which was returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been preformed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis of the returned ram dump revealed that several vf-episodes were treated by the device in 2009, and all documented correct device function. Furthermore, it was documented that all anti-tachycardia therapies resulting from the detection of vf episodes the next day, were aborted due to the application of a magnet. The iegm of the last documented episode showed that a magnet was applied during the charging of the first programmed 40 j shock. Subsequently, the device switched into eos mode. Based on the ram dump analysis it is reasonable to assume that the eos status resulted from a drop in the supply voltage due to an improper orientation of the permanent magnet to the ICD. This does not represent a batter or hybrid malfunction. This is underlined by the fact that the battery voltage as well as the device function proved to be normal after the eos condition was removed. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Furthermore, the analysis indicated that the clinic decided to inhibit the device therapies due to the application of a permanent magnet. The magnetic switch was not closed, most likely due to an improper magnet application, however, the device switched to eos withholding therapies.